Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked by the front left corner and the bottom case was cracked by the l bracket. A review of the event history log identified primary audible alarm background (bgnd) test. During functional testing using power up and occlusion test the reported issue was unable to be duplicated. The root cause of issue was unable to be determined. Replaced speaker as a preventative and performed power up process, preventative maintenance, occlusion test and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible alarm. No adverse effects were reported.